Manufacturer narrative:
Patient weight updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's previous device did not work and was not doing anything for the patient.

Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the first device worked fantastically when it was tested in the operating room on the table with two manufacturer representatives (reps). It was stated that the weren't doing real good and their "blood shot up." Afterwards, the device never worked again with it put in for over a year. The patient believes the device is not compatible or the healthcare professional (hcp) doesn¿t know what they are doing as they had no idea how to adjust the first device, even after six attempts. As a result of the issue the patient's right arm was shaking uncontrollably, with their head shaking a little too, and no symptom relief. The implant was replaced on (B)(6) 2016. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was requested that a rep assist them with programming for their current device, and noted that the patient has the device for the shaking in their right arm and head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.